Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-05157, 2210968-2020-05158.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the barbed suture was used. It was reported that barbs did not engage. The surgery completed with conventional suturing material. It was also reported that there was no delay in surgery and no harm to the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/19/2020. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device plq024, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.